Event description:
It was reported that the hv lead impedance measured high in the rv to can vector and was reproducible in the office. The device was reprogrammed and normal measurements were observed. It was later reported that after review of the session records, it appears that the lead may be fractured. It was recommended to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.